Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service battery status earlier than expected. Technical services suggested the icm should be replaced to continue monitoring. Subsequently the icm was explanted. Another icm was implanted to continue monitoring. This icm has not been returned at this time. No additional adverse patient effects were reported.